Event description:
It was reported that, "the tip of the stem inserter broke off during impaction. The suction device removed the fragmented piece and was discarded. No adverse consequence."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.